Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported by the user faciltiy that a physician had performed a novasure endometrial ablation on two 8-9 week post partum patients within the last six weeks and in both procedures there was perforation of the uterus. It was reported that both patients were fine now but one patient had a subsequent hysterectomy. No additional information was provided. See associated medwatch manufacturer's report # 1222780-2019-00027.